Event description:
The customer reported that during use of this handpiece to perform oral surgery, an increase in temperature was noted in the handpiece body. The procedure was completed using this device without injury to the user or pt.

Manufacturer narrative:
Investigation results: an eval of this handpiece verified the reported problem of "getting hot". Testing confirmed it exceeded the manufacturer temperature specifications. The handpiece was found to have worn rotor bearings. The last repair date for this device was (B) (6) 2009. The handpiece instruction manual warns the user of the following: prior to each use, the microchoice high speed drill and all associated equipment must be inspected for proper operation. Operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece and associated bur guards is every 6 months. Additional info will be provided to the customer.